Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the monitor keeps freezing, and then the display doesn't work either. You have to switch it off completely afterwards. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips bench repair technician (brt) tested the monitor. The reported issue was not able to be confirmed; the monitor did not switch itself off during the continuous test. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the brt updated the software to version r.00.003.based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.e1:reporter phone #: (B)(6).